Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn at the moment. The investigation will continue as soon as new information is available.

Event description:
Ous MDR - one day post-implant, this lead was dislodged and was revised. The lead remains actively implanted. No deterioration of the patients state of health was reported.